Event description:
The customer reported the display would blank out after the device was on for a few minutes.

Manufacturer narrative:
The customer reported the display would blank out after the device was on for a few minutes. The unit was evaluated at philips, and the symptom was verified. The issue was localized to a failed paddle set. We are considering this failure a malfunction of the paddle set.